Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage on bipolar yaw pulley. The instrument was found to have thermal damage on bipolar yaw pulley. The conductor wires were not damaged. The instrument passed electrical continuity test.

Event description:
The 8mm long bipolar grasper instrument was an incidental return included with (B)(4) under related (B)(4) for frayed wires. No allegation was made against this product.